Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the CT scan on the patient after the therapeutic procedure using the subject device which was completed without problem, perforation was discovered. After that, the user facility performed surgery on the perforation site. The cause of perforation and the outcome of the patient are unknown. In this procedure, the user facility used the single use splinting tube (st-sb1s) in combination with this device. This is a report on (B)(4).